Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and upon inspection of the architect i1000sr analyzer, found the liquid level sense (lls) z pipettor cable, part number 7-97234-02, was frayed. No shock or injury from the frayed cable was reported by the customer. The fse replaced the cable to resolve the issue. The cable is not available for return. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (201837-109), (B)(4) 2011, contains information to address the current customer issue. Based upon the available data and the results of this current evaluation, the information reasonably suggests a malfunction occurred. No systemic product issue was identified.

Event description:
The customer reports that the black coiled cable (liquid level sensor cable) on the pipettor arm of the architect i1000sr analyzer is frayed. To date there have been no injuries due to this situation. A service call has been initiated.